Event description:
Baxter service center reports leak in cassette of homechoice set used for apd therapy. Leak was identified by service center when moisture was noted in pneumatic area of returned homechoice device. No permanent patient injury was reported however, patient reportedly had 450 mls of air infused into their peritoneum which required elimination at a hospital.